Manufacturer narrative:
The reported event of paint chipping off the device was confirmed by a stryker service engineer through visual inspection. Paint chips can come off the device due to cleaning practices or improper use/handling. A bottom-up document review could not be performed as the failure is not addressed in a bottom-up risk document. (B)(4) has been opened to address this issue. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that during testing conducted at the manufacturer facility a paint chip disassembled from the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.